Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life (eol). It was reported that the battery voltage at the last office visit was 2.54 volts and was not at 2.22 volts. There were concerns that this device depleted prematurely. It was stated that this device would be replaced with a competitor's product. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Subsequent information indicates that this device was replaced with a competitor's product and was likely discarded. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Additional information reveals that this product was explanted and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.